Event description:
It was reported that the external pulse generator (epg) had powered off with the setting at vvi 40 during use on the patient. A new battery was used, but the same issue occurred three days later. Therefore, another epg was used. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, long term operational test demonstrated the unit operated without interruption until power-off due to normal battery depletion.